Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the cause of the patient¿s ins getting closer to their skin was due to age. They indicated that the patient¿s pain has been resolved. The rep noted that the explanted ins will not be returned, as it was replaced with a new ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative indicating that the patient would be having a pocket revision on (B)(6) 2018 where they would get a new primary cell battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported a revision is needed because the implant is very superficial and causing the patient pain. The healthcare provider wanted battery calculation to determine if ins replacement is needed soon. It was reported that there was a slow progression of the device getting slower to skin surface at the pocket. Longevity calculation was performed: 3.5 volts, 450 pw, 20 hz, 700ohms estimate, 900 under for all electrodes and 72 months longevity. No further complications were reported/anticipated.